Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-apr-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) non-malignant pain. It was reported that the leads migrated. After a couple reprogramming after stimulator was implanted they could only get coverage in his legs and not back. They got an x-ray to see if leads had moved. Patient stated nothing happened as far as they know to make his leads move. They got an x-ray and saw even though leads moved they are still in a good location. Rep reprogrammed patient on evolve. The issue was resolved at the time of this report. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.